Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: (B)(6) serial#, implanted: on (B)(6) 2025, explanted: on (B)(6) 2026, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 28-jan-2027, UDI#: (B)(4), b3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that when they first got the stimulator, the "leads messed up on the right side" so they had to cut it open and put it (lead) in on the left side. The patient said the lead has been on the left side for about 9 months now and all of a sudden over the last 10-14 days they had been having a return of symptoms that the device was supposed to be helping with and also had adverse symptoms, like twitching in the lower left quadrant of their stomach. The patient said the twitching wasn't painful; it was just something they had noticed recently. The patient saw their managing physician and the doctor told the patient to call manufacturer to request that a manufacturer representative (rep) test their leads because the twitching sensation the patient had could be related to a lead malfunction. The patient was redirected to their healthcare provider to further (hcp) address the issue. Agent emailed local representative to notify them of situation.